Manufacturer narrative:
One intro-flex hemostasis-type introducer kit was returned for evaluation. The tyvek cover had been fully peeled off the tray. The kit was unused and no contamination was noted on the external packaging; therefore, no decontamination procedure was performed. Close examination of the tyvek cover, tray and kit components found no debris or contamination. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was not confirmed during the evaluation and there was no evidence of a manufacturing nonconformance. No actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that "debris" was found in the container upon opening. The unit was considered contaminated and was not used. Attempts to obtain additional information have not yet been successful.